Manufacturer narrative:
Additional information: h6 - codes updated. Investigation results: the complained product was not made available for investigation. The investigation was based upon historical data analysis and event description. Batch history review: based on the complaint information available neither the article number nor the lot number could be identified. Also, after meaningful attempts no further information could be received. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Conclusion/preventive measures: based on the current information, a clear root cause conclusion cannot be drawn. There is no indication for a design-, manufacturing- and/or material-related failure. In the event that the complaint sample will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigation results, a CAPA is not required.

Event description:
Update: the material code was updated to nn425 - columbus uc gliding surface t2/2+ 20mm.

Manufacturer narrative:
Additional information: a section - patient data. B5 - description updated. B6 - relevant test results. B7 - patient medical history. D1&2 - material updated. D4 - batch number & expiration date. G4 - 510k. H4 - manufacture date.

Manufacturer narrative:
Additional information: b5 - description updated, b6 - relevant test results, b7 - patient medical history, d6 - implant and explant dates.

Event description:
Update: right total knee arthroplasty (tka) revision had occurred on (B)(6) 2024. The patient had complained of pain and stiffness in the right knee postoperatively. The date of revision was (B)(6) 2025. The patient is being treated by the surgeon along with physical therapy.

Event description:
It was reported that there was an issue with a component of an unknown aesculap ag knee implant system. According to the complaint description, there was postoperative mechanical loosening. A revision surgery had been planned. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Additional information was not provided. The adverse event is filed under aesculap ag reference no. (B)(4).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.